Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted within the intrahepatic duct to treat a stenosis on (B)(6) 2011 during a stent placement procedure. According to the complainant, the patient underwent an orthotopic hepatic transplantation on (B)(6) 2011. On (B)(6) 2011, a wallflex biliary rx covered stent was successfully implanted within the intrahepatic duct. There were no issues during this procedure. Subsequently, on (B)(6) 2011, the patient presented to the hospital with low hemoglobin levels at 6 g/l due to internal bleeding. A radiograph was taken and revealed that the stent had migrated into the rectum and the patient was bleeding at the site of the sphincterotomy. Reportedly, the stent had eroded through the papilla to cause the bleed. The physician stopped the bleed with an adrenalin injection and left the migrated stent inside the patient to pass naturally. The procedure was completed with another wallflex biliary rx covered stent. The patient's condition was reported to be stable at the conclusion of this procedure.

Manufacturer narrative:
(B)(4): stent migrated. The complainant indicated that the device remains implanted to pass naturally and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.